Event description:
It was reported that the ilet user experienced elevated blood glucose, with readings of 248 on the ilet and 229 by fingerstick, after temporarily disconnecting for a shower and then reconnecting; tubing primed with visible drops, no leaks or kinks were identified, and 71 units of insulin remained, with no recent meal announcement, which led to troubleshooting and education that correction dosing could take 1¿2 hours to regulate glucose. Symptoms included hyperglycemia. Outcomes included a minor illness level impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.